Event description:
During a lengthening procedure, a peg from the compression/distraction unit applied to the fixator broke. No further surgery was performed following the event and the pt is expected to heal as desired.